Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The manufacturer received information alleging visualization of black dirt on the device tubing. During device evaluation traces of dirt was confirmed and the lcd display was found faulty. No allegation of patient harm or injury was reported. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.

Manufacturer narrative:
This MDR is being submitted as part of a batch submission of complaints that were reassessed as reportable foam degradation complaints; discovered as part of a retrospective remediation review.